Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.

Event description:
The MFR rep reported, the pump was removed after 31.3 months implant duration due to repeated volume discrepancies. In august, a refill was performed. The expected reservoir volume was 2.8 ml and the actual reservoir volume was 7.5 ml. In january, another refill was performed where the actual reservoir volume was higher than expected. The pump was explanted in march and returned to the manufacturer for analysis. No patient symptoms were reported. Additional information has been requested from the hcp but was not available on the date of this report.